Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were tested for a possible urinary tract infection, but hadn't received the results yet. It was also indicated that their foot was still swollen. The healthcare provider was aware, and stated that it must be due to the patient's water retention issue. There were no further complications reported as a result of this event.